Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following permanent implant on (B)(6) 2023, the patient developed a hematoma. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the hematoma was lanced and drained to address the issue. The patient's symptoms have been resolved.